Manufacturer narrative:
(B)(4). This lot was manufactured between july 9, 2014 and july 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in the solution of a small volume intermate. This was noted after filling of the device with the antibiotic drug, colistimethate. There was no patient involvement. No additional information is available. This is report 2 of 2.